Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr hip resurfacing system (left). Update: product details added as per (B)(6) spreadsheet 21 feb 2012. Update 19 dec 2014 - added both hospitals and all reasons for revision - pain / alval / soft tissue reaction / armd / fluid. Update - amended implant date and added additional hospital. Taken from claimsuite dated 24th dec 2014. Surgery date: (B)(6) 2005. Hospital: (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.